Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016, the patient was admitted to hospital with blood glucose readings of 20 mmol/l and ketones. On (B)(6) 2016 the patient was discharged from the hospital. On (B)(6)2016 the patient went to see the diabetic nurse. The pump therapy was stopped and the diabetes nurse initiated therapy with pen, as she believed that the pump was not delivering insulin sufficiently. Unknown if any material is being returned for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.